Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high  shocking lead impedance measurements greater than 125 ohms. Additional information indicated that no intervention was performed at this time and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.